Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 17 units and remained static. Reportedly, the cartridge was filled with 150 units of insulin. Blood glucose level was 327 mg/dl. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.